Event description:
It was reported that during the surgery, could not fire farther after fired a little. And could not return knife automatically. Used manual override lever to return knife. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 4/9/2024. D4: batch # unk. A manufacturing record evaluation was performed for the finished psee45a, with lot/batch number c9d727, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/30/2024. D4: batch # 759c83. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with two gst45b reloads(b, c) present. Both reloads were received unfired, the reload b with 6 drivers missing, the reload c with 8 drivers missing, making the reloads non-functional. In addition, both the reloads' pan was noted to be partially dislodged from the left proximal side. The jaw could be opened without difficulties. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the red motor wire was noted to be crushed between the handles making the wire damaged and device non-functional. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the device is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Although no conclusion could be reach on the cause of the reported event: difficult to open, the instructions for use do contain the following caution: to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. If the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the home position. The position of the knife can be determined by observing the knife blade indicator under the cartridge jaw. If the knife blade indicator is not in the home position or the position of the knife cannot be determined, slide the knife return switch to activate the motor and return the knife to home position. Try opening the jaws again using the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger upward (away from the handle) until both firing and closing triggers return to their original positions. The event difficult to open could not be confirmed as the device could be open without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 759c83, and no non-conformances were identified.